Manufacturer narrative:
It was confirmed that the user facility repaired the unit.

Event description:
It was reported that the unit broke during patient transport. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit broke during patient transport. No adverse consequence or clinically relevant delay in treatment was reported.